Event description:
Reportedly, during the use of the subject guidewire to treat a cto lesion at proximal segment of lcx, breakage of the guidewire was noticed, broken fragment was found trapped in the calcified lesion. The fragment was embedded in the lesion by a stent at physician's direction.

Manufacturer narrative:
Device was returned first without event info and event detail became aware to MFR on (B)(6) 2014. Device investigation revealed core wire breakage at 29mm from distal end due to pull-apart force, coil was broken at 59mm from distal end which included the inside structure of the coil section. Deformation of the coil to thinner and larger diameter was observed nearby the coil breakage site. Lot history review revealed no anomaly relating with the reported event. With the provided info and the outcomes of investigation, it is presumed that guidewire distal end might be caught in the calcified cto lesion, where rotational and push/pull manipulation might be given repeatedly in attempt to get out of the caught condition, so that the coil was deformed to larger in diameter with clockwise rotation, thinner in diameter with counterclockwise rotation, given to the trapped guidewire. In the same time or thereafter pll back manipulation with force might be applied to the guidewire, resulting the pull-apart breakage by the force exceeding the product design limit.